Event description:
It was reported that the patient experienced an inappropriate shock due to a right ventricular lead fracture. It was further reported that there was high lead impedance and loss of capture. The lead was capped and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).